Manufacturer narrative:
.

Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a sub acute stent thrombosis occurred; however, it was noted that it was not due to the xience v stent, but due to under sizing of the stent. The problem was resolved with ptca. No additional event or patient information is available.